Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Analysis of the tip, distal shaft, collar and hypotube included microscopic and visual inspection. Inspection revealed a partial separation at the shaft/collar area, and there were numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defect.

Event description:
Reportable based on device analysis completed on 06aug2020. It was reported that device got kinked and could not cross the lesion. The 85% stenosed, 38mmx3.5mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the transition part of the hypotube was kinked and device could not cross the lesion. The procedure was completed with another of the same device. There were no complications reported and patient is stable. However, device analysis revealed partial collar/shaft separation.